Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 failed and was not detected on the communication bus. The customer reported the issue occurred during dispensing of medication to the patient but did not result in a delay as the customer was able to remove the medication. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 3.2 row d and row e were failed to detect on the bus. The field service engineer (fse) reseated all cables for drawer 3.2 and attempted to access the hardware testing application but was denied access. The fse rebooted the station, and the failed icon was no longer present. Finally, the fse tested the station, inventoried the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 failed and was not detected on the communication bus. The customer reported the issue occurred during dispensing of medication to the patient but did not result in a delay as the customer was able to remove the medication. There were no adverse events or injuries reported based on this event